Event description:
It was reported during a system upgrade, increasing pacing lead impedance and high capture threshold was noted on the rv lead. When repositioning was unsuccessful the lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.